Event description:
The rptr stated, the surgeon inserted and removed an aa4203tl toric silicone single piece lens during the same surgery, due to the lens would not sit properly in the pt's eye. The lens was removed with no pt injury and a three piece lens was implanted. The rptr stated, the event was due to the pt's anatomy and was not lens related. The rptr stated the facility uses a competitor's phacoemulsification sys.